Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. The download data shows no issues that would indicate a struggle to deliver insulin. Inspection of the adhesive pad and adhesive welds found no issues that would cause a failure to adhere. The cause of the reported failure to adhere could not be determined. Cracks were observed in the top housing. It is unknown how or when the cracks occurred. No corrosion or evidence of fluid entering the device through these cracks was observed. The cracks did not affect the device during operation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 272 mg/dl while wearing the pod longer than 48 hours. The patient reported the adhesive was loose from the infusion site, and when removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was placed.